Event description:
A vns pt's treating neurologist called and reported that they had a vns pt who was recently implanted whose vns lead and generator site appeared infected. The pt was placed on antibiotics and is being referred back to see their surgeon. Good faith attempts thus far have been unsuccessful in attaining any further details about the reported event.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the lead and generator prior to distribution.